Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited high impedance, unacceptable thresholds and a sensing anomaly. The device was reprogrammed to unipolar mode. On (B)(6) a fluoroscopy revealed that the lead was fractured. The lead also exhibited high impedance measurements. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be monitored.